Event description:
A remstar auto a-flex was returned to a third-party service center for service as part of the sound abatement foam recall process. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit, dust fail contamination and a blower contributing to foam degradation. Additionally, the service technician also noted error codes present in the device logs. The device was scrapped by the service center after the evaluation was completed. The device was scrapped by the service center after the evaluation was completed.